Event description:
High pressure drop experienced during the procedure. The oxygenator was changed out without complications. No pt injury occurred.

Manufacturer narrative:
H-10-results code 100-pressure drop was within spec per pps hf6000.